Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025. The insertion site was abdomen. The patient was hospitalized due to diabetic ketoacidosis and the blood glucose level was 700 mg/dl when admitted to the hospital. The length of hospitalization was greater than 24 hours. The patient got treated with insulin administered intravenously. The patient also experienced symptoms of pain and cramps in the extremities. No further information available.